Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient feeling lightheaded and having a heart rate of 140 beats per minute. It was noted that there was potential r-wave undersensing from the right ventricular (rv) lead. It was also noted that the rv output was above the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.